Event description:
The pt was successfully implanted with two endeavor drug-eluting stents due to coronary heart disease. (MFR report# 2953200-2008-00929 - 00930) the lesion was an occluded lad. Three months post stent implant the pt got CABG operation because of left main artery and left anterior descending artery, circumflex artery lesion. It was reported that approx seventeen days post CABG procedure that the physician declared clinical death. The investigator reported that the event was possibly/probably related to the endeavor stent. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Results - death, CABG.